Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The disposable set was returned for analysis. Terumo bct completed the analysis of the returned disposable set. It was found that blood had circulated throughout the set and it was evident rinse back had been performed. The red bloodcell and plasma bags were attached and returned with the disposable set; however, the platelet bags had been removed. The disposable set was visually evaluated for any mis-assemblies, leak location, or defect that could have contributed to the reported incident and none were found. Fluid was flowing freely through the lrs chamber. All witness and wear marks indicated individual loop and channel components were properly loaded. The run data file (rdf) was analyzed for this event. Root cause: the analysis of the run data file did not find conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4).